Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least ten (10) clearlink system continu-flo solution sets leaked at the most distal port/valve (clearlink). This occurred during the pre-priming of the tubing with compatible fluid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 02/26/2025 and 02/27/2025. H11: the actual device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed on the sample; a leak was observed at the third y-site clearlink. As per the autopsy of the clearlink, a damaged gland (holes at the gland) was identified. The reported condition was verified. The cause of the condition is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.